Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a ht versacore floppy guide wire was unwound and it separated into two pieces. The guide wire was not used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimension analysis was performed on the returned device. The report material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the material separation. It may be possible that the guide wire was withdrawn from the hoop too quickly or with excessive force causing the guide wire to separate; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.